Event description:
It was reported to boston scientific corporation that following a cholangioscopy procedure performed in 2008, the patient presented with fever and pain in the right upper quadrant. According to the complainant, "upon examination, the physician found liver abscesses and colonitis. The physician is not certain it was due to the device and/or procedure." At the conclusion of this event, the patient had been given IV antibiotics and reported to be "stable."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complaint, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.